Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 319 mg/dl. The customer reported hyperglycemia was treated with manual injection. The customer also experienced a swelling. The event involved product mmt-332a. Troubleshooting was performed for hyperglycemia and found that the air bubbles in reservoir and tube. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard/auto mode of the insulin pump. Troubleshooting was performed for air bubbles and the customer used room temperature insulin. The customer not successful in purging air bubbles. No further patient complications were reported. Product return was not required.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.